Manufacturer narrative:
The device was received fully deployed. During investigation, the exposed portion of the soft cannula was observed to be stretched and flattened, resulting in the soft cannula length measuring out of specification. Additionally, the hard cannula was observed to have pierced through the exposed portion of the soft cannula, resulting in fluid leaking from the tear created by the hard cannula. The exact timing and cause of these damages could not be determined, therefore it could not be determined if these damages contributed to the reported bent/kinked cannula and leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The pod was reportedly leaking insulin during wear and when removed from the infusion site, the pod's cannula was found bent. The patient also mentioned experiencing dizziness. Treatment details were not provided.